Manufacturer narrative:
Unit passed displacement test. Pump received with cracked battery tube threads, broken reservoir tube lip, stained end cap sticker and stained address/serial number label. The p-cap does not lock into the reservoir compartment properly, due to broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was chipped off. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.